Manufacturer narrative:
Service was dispatched to the site on (B)(6) 2011 for this event. The field service engineer (fse) assessed the tpm module and found no issues. Scheduled bi-weekly maintenance was performed and the stirrer bar came out clean.

Event description:
A customer reported that on (B)(6) 2011 an erroneous, low total protein (tpm) result was generated on a unicel dxc 800 synchron system for one patient sample. Additionally, the customer indicated that the instrument stirrer bar was becoming "black' between scheduled maintenance activities. Upon repeat testing on the same instrument, the repeat tpm result was higher and considered valid. The erroneous low tpm result was not reported from the laboratory and hence there were no reports of death, serious injury or modification to patient treatment associated or attributed to this event. There were no issues with instrument tpm quality control (qc) results during the time frame of the event. No sample collection/handling information or specific patient information was provided by the customer.